Event description:
It was reported that during the case, completed plan and moved into the burring phase. The femur checkpoint registered as 2.2mm off, but redefined and moved forward as the tracker had not seemed to move. During the distal burring, the system was showing that doctor was almost finished, but there was still bone posteriorly. It had not created a smooth plane. Even though the system showed no more bone to remove, still able to bur the remaining posterior portion to the correct depth.

Manufacturer narrative:
H10: the device was used in treatment. Case log files and screenshots were returned for evaluation. DHR review found that the software version 6.1.03 has been validated. A complaint history review identified similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio system instructions for use released at the time of the complaint (pn 500097 rev e) provides instructions for the user in the "tka planning and implant" section. The user is instructed to "make sure that the bone tracker frames, as well as the to manually force a check of the checkpoint on the tibia. Use this button to verify that the tracker array has not shifted during registration or planning". The navio system instructions for use also states the responsibility of the surgeon with regards to navio system use. Accordingly, product labeling has been ruled out as a cause of the complaint. We could confirm there was a relationship established between the reported event and the device. Review of the screenshots confirmed that the surgeon redefined the femur checkpoint. Redefining the checkpoint does not realign the setup with the previous cut plan and should not be done unless it can be confirmed that neither tracker has moved. Therefore, if a tracker has moved, redefining the checkpoints is not the solution. If the checkpoints are reset for the femur, the user needs to go through registration with the femur again (free collection, implant planning, refining, etc.). This explains why the system was showing that there was not any more bone to cut when there was, because the physical bone was not aligned with what was on the system. Per complaint details, currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the information provided, the user was able to complete the distal cut by removing the additional posterior bone and complete the case. The procedure delay of < 30 minutes did not result in patient injury/impact; therefore, no further medical assessment is warranted at this time.